Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of blank display and battery out limit alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she kept changing the battery. The customer was advised to insert new aaa alkaline batteries. The customer was advised to call back if issues recur. The insulin pump will not be returned for analysis.